Event description:
According to the reporter, the underwent surgery to close the ileostomy, postoperatively, the patient began to experience diffuse abdominal pain, the patient had to undergo reoperation, when the doctor checked through a laparotomy it was found that the tissue was opened, there were loose loads and some were open. The surgeon resect and re-staple to resolve the issue.

Manufacturer narrative:
D10 concomitant product: gia80mts, stapler gia80mts med thick tristp (lot#n4a2069uy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.